Event description:
While placing a right pleural chest tube, guard wire noted to break on the outside as it was being pulled out. Guard wire fully intact. New chest tube and guard wire obtained. Chest x-ray ordered to verify placement. Defective equipment from manufacturer, no adverse event noted to patient. No harm to patient. Thoracentesis set, lot number ns7878376, cook medical.